Event description:
Reportedly, during patient use, the ventilator did not recognize the power pac battery when the circuit was changed and it was turned on. The patient was manually ventilated while being transferred to another ventilator. There were no adverse patient effects reported.

Manufacturer narrative:
Though requested, patient information was not provided.